Event description:
It was reported that the atrial and right ventricular leads exhibited high impedance measurements during the implant procedure. Neither lead was used. Different atrial and right ventricular leads were implanted. No patient complications were reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found.